Manufacturer narrative:
Pt did not return suspect product(s), thus evaluation could not be performed.

Event description:
Pdc received a call on (B)(6) 2011 to report medical intervention that occurred on (B)(6) 2011 before 4pm. Pt tested his blood glucose on the prodigy meter and received a 500mg/dl. Pt's wife called the paramedics 2 minutes after testing because the pt could not stay awake. Paramedics arrived within 10 minutes. They tested with their meter and received a 350mg/dl. Pt was administered and IV and transported to the hospital. Pt was at the hospital for approx 4 hours. No treatment and discharge info provided. Prodigy sent replacement along with a prepaid envelope for return of suspect products.